Event description:
The customer alleged that he performed control tests and received a result over 200 mg/dl. A normal control range could not be provided, but should be around 100-138 mg/dl. No adverse events were alleged. The customer did not have his testing supplies with him at the time of the call, so further troubleshooting was not possible. No product will be returned at this time.

Manufacturer narrative:
The customer did not have his meter with him at the time of the call, so it was not possible to obtain a meter serial number. Without a serial number, it's not possible to determine a manufacture date.